Event description:
A caller reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by repriming the tubing, performing a complete cartridge change process, and resuming insulin. Despite frequent occlusion issues, the caller declined additional assistance.